Event description:
The customer reported being hospitalized due to high blood glucose of 599mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer stated that the hospital provided a tubing clamp to perform the high pressure but it did not make any pressure in the tubing. The customer's most recent glucose reading was 128mg/dl, and she has treated with a manual injection and the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.